Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 400-500 mg/dl. Customer stated that the pump was dead and beeping. The customer will call back when she feels better to troubleshoot. The insulin pump was not returned for analysis.